Manufacturer narrative:
Calibration was acceptable. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges. Also, isolated non-reproducible results do not represent a general malfunction of the assay the cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys ca 19-9 results for a patient sample tested on a cobas e 801 analytical unit. The initial result was 79.4 u/ml. The repeat result was 24.4 u/ml. No erroneous data was released outside of the laboratory. The test was repeated as the result did not match the patient's clinical diagnosis.

Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.